Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the monopolar curved scissors (mcs) instrument was not functioning. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2025: the issue did not involve complete loss of cautery or intermittent/ low energy delivery. The issue did not involve a problem with the instrument moving in the opposite direction/ non-intuitive motion. The issue involved a limited or imprecise motion (e.g. Tips not opening, tips not closing, instrument not moving/ remains static). The issue did not involve any sign of sparking, arcing or thermal damaged observed. The issue did not involve any physical damage at the distal end (e.g. Broken/frayed cable, loose cable, misaligned/bent tips, etc.). The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The monopolar curved scissors (mcs) instrument was analyzed and found to have a loose grip cable at the clamping pulley in the proximal end. The instrument was found to have a loose grip cable axis at the proximal end and caused the grip to be loose at the distal end as well. The instrument was not able to open or cut due to the loose grip cable. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.